Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 3.7 mmol, 10.8 mmol, 8.3 mmol. Tests were done within 20 minutes with a difference of 55%. Patient did not experience any adverse events. No further info has been reported.